Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail was used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, the physician loaded the pusher on and attempted to deploy the advanix 3f plastic stent, however, it was noticed that the stent coiled up into the pusher. The procedure was completed with a 4f advanix stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.